Event description:
It was reported that there was a cut in the pneumatic hose of the drill during testing at the manufacturer. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The cut in the pneumatic hose of the maestro drill was observed during visual inspection at the manufacturer.